Manufacturer narrative:
Initial

Event description:
It was reported that dosing stopped on an ilet system because the patient frequently allowed the insulin cartridge to run empty for hours before replacement and also manually paused insulin for about 120 minutes at a time, leading to hyperglycemia up to 230 mg/dl and nausea before glucose normalized after supplies were replaced, with no alerts or alarms and no alternative therapy used. Symptoms included insufficiently characterized health effects. Outcomes included insufficiently characterized impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper or incorrect procedure or method, and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.